Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic on (B)(6) 2018, the programmer displayed a message that the pulse generator had reached elective replacement indicator (eri). After restarting the programmer, the eri message disappeared. During the follow-up on (B)(6) 2018, the eri message was noted again. The patient would be monitored. No additional information was reported.

Event description:
New information noted that the eri indicator was resolved after following instructions for technical services. The battery longevity was 7 years. Everything was fine with the patient and the pulse generator.